Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the ECG connector is in very bad condition. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.